Event description:
It was reported that the insulin pump was exposed to a high magnetic field and alarmed twice. The blood glucose reading was 6.3mmol/l. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase. Unable to confirm the error alarm due to the motor alarms. The device had cracked reservoir tube lip and scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.